Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.028. Lot: 9345776. Manufacturing site: haegendorf. Release to warehouse date: 22. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection:the cannulated flexible screwdriver was received at the us cq in two (2) separate pieces. The device had signs of wear from typical usage. The shaft is fractured lengthwise at the first rotation of the lasercut pattern from the base, starting at the initial lasercut hole and terminating at the adjacent ¿tooth¿ head of the zipper-like pattern. Though the device is in two separate pieces, the pieces cannot be separated from one another due to the teeth of the zipper-like segments. They hook onto each other, causing the pieces to hang off of one another limply when pulled apart. The handle had a faded impression on one of its sides, presumably from consistent pressure applied to the area by the base of the user¿s hand. Not other issues could be identified with the returned portions of the device. Document/specification review: relevant drawings were reviewed. Manufacturing record evaluation: the received device was manufactured at the haegendorf site on 22 may 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This complaint is confirmed. Conclusion: the complaint was confirmed for the flexible screwdriver. The shaft of the screwdriver was found fractured lengthwise at the first rotation around the shaft of the lasercut pattern closest to the handle. The broken pieces are held together loosely by the teeth of the zipper-like lasercut pattern. The handle of the screwdriver is slightly faded from use. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier (B)(6). Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, the hexagonal flexible screwdriver broke during locking of tfn-advanced proximal femoral nailing system (tfna) helical blade. Broken item was replaced with functional item from another instrument set. There were no fragments generated from the broken device. Procedure was successfully completed with no surgical delay. There was no patient consequences. Concomitant device reported: unk - nail head elem: tfna helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).